Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 5 of 5: it was reported while using bd vacutainer® sst¿ ii advance, 1 patient's sample had fibrin after processing that was not observed and resulted in erroneous glucose results that were reported as critical values. There was no other health impact or consequences reported.